Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two inappropriate shocks were noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was well as untreated episodes. A review was requested as it was noted that the qrs had decreased and the device was oversensing a review by boston scientific technical services (ts) noted that this patient needed a complete system review for locating appropriate sensing vector and verify lead/header connection. Ts noted that a sudden drop in r wave amplitudes was potentially related to patient postural changes or movements that cause device to reach the detection floor with related over sensing of p and t waves and also contributing to smartpass deactivation in presence of premature ventricular contraction (pvc). Ts also noted some artifact observed in primary vector also require deeper investigation on lead/header connection. Ts discussed next steps and possible troubleshooting for this case. Additional information noted that possible location of the electrode was too high, while the connection to the device appeared normal. When manipulating the device no signal was noted. A decision will be made weather to re implant the electrode as the location appears to be off. The device has been turned off at this time and the patient remains hospitalized. The system will either be reviewed or will be explanted. Additional information noted that a procedure took place and the electrode was repositioned after successful automatic screening. The patient was discharged. No additional adverse patient effects were reported.